Event description:
Customer reported via phone call that their insulin pump has a partial display, as well as cracks to the reservoir compartment. Customer endocrinologist advised that the customer should replace their insulin pump. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement and self tests. No missing segments or partial display noted. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window.